Event description:
There was a report of an occurrence of a bond detachment at the heat exchanger of a fluid warming infusion set. No patient injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was conducted and the product was found to meet manufacturer's specification. No failure was detected and the product was within specification.